Event description:
The patient had a fall requiring open reduction internal fixation right ulna and radial head replacement. The patient returned to the or for the removal of broken hardware from the right elbow. Also for the removal of the radial head from the right elbow. The elbow was also cultured. An external fixator was applied on the right elbow. Approximately 10-12 pmns per high power field (hpf) was found from tissue near the olecranon plate. There was non-union of the ulna. The hardware of the right elbow was probably infected with nonunion removal ofthe hardware and placement of an external fixator and clinical concern for infection greater than 12 pmns per high-power field on operative specimens. From md note: I do believe that this was an infection due to the fact that there was a complete nonunion of the bone and also due to the fact that her intraoperative pathology report was 10 to 12 white blood cells per high power field. The original surgery was not performed at this hospital, so we have no implant information in the record.